Event description:
According to the customer, on (B)(6) 2023, she went to empty her catheter in the bathroom when the "balloon deflated and the catheter came out".

Manufacturer narrative:
According to the customer, on (B)(6) 2023, she went to empty her catheter in the bathroom when the "balloon deflated and the catheter came out". The customer reported the catheter was inserted on (B)(6) 2023 and she typically changes them "every 30 days". The customer reported she required an additional catheter to be inserted. The customer reported there was no serious injury or additional medical intervention required related to the reported incident. Sample was requested for return evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.